Manufacturer narrative:
The end-user reports having primarily used a speed control dial to operate their smartdrive device but was having physical difficulties using it due to its placement on their wheelchair. The end-user decided they would purchase a new galaxy watch, install mx2+ app, and operate the smartdrive without any prior training or instruction for use from their service provider or permobil. The end-user reported having tested the tapping gestures prior to connecting to wheelchair by holding the device in their hand and tapping with no issues. When they installed the smartdrive device on their wheelchair, reports tapping the galaxy watch to engage drive, and when at speed, attempted to tap again to disengage where it was reported the unit failed to respond and drove the end-user into a couch. End-user reports needing to turn around in their seat to reach the smartdrive unit to turn off. No serious injuries were reported to have occurred, only general soreness to hip and leg without the need to seek medical intervention. Permobil representative was dispatched to evaluate the device and provide training to the end-user on the use and settings of the wearable option. Reports indicate the device and wearable option, galaxy watch, were found to remain fully operational with no signs of a malfunction having occurred. Permobil is unable to confirm a product malfunction having occurred, thus is unable to reach a deamination as to probable root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
The end-user reports having recently purchased a galaxy watch and when trying to stop the smartdrive device via tapping motions, reports the device continued to run forcing them to run into their couch. No serious injuries were reported to have been received as a result.